Manufacturer narrative:
The device was not returned nor required for investigation. The root cause has been addressed and executed through design change iia (B)(6).

Event description:
The consumer reported that the philips sonicare cordless power flosser caught fire while charging. No injuries or property damage was reported.